Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and had battery cap was not missing and damaged. Customer stated that they changed battery when insulin pump was not working on customer stated that display was not less than 30 second and not returned. Insert battery alarm does not display on insulin pump's screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.